Event description:
It was reported that eight days post implant, the patient presented for routine follow-up check with the right ventricular impedance alert warning triggered due to high impedance. Follow up confirmed the patient had a loose set screw which was corrected during a revision. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2002 (B)(6); 6947 implantable tachy lead 2002 (B)(6). For use by user facility/importer(devices only). (B)(4).